Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Thrombosis and angina are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
On (B)(6) 2014, it was reported that the procedure was to treat a 100% stenosed left anterior descending artery. A xience xpedition was implanted without issue. On (B)(6) 2014, the patient was re-admitted with angina. Angiography was performed which revealed in-stent thrombosis. Thrombectomy was performed and another xience xpedition was successfully implanted. Angiography revealed timi iii flow. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. No additional information was provided.